Event description:
A report was received that a patient had the precision system explanted due to wound infection. The physician irrigated the wound with antibiotics. The physician took cultures but there is not further information regarding the results of the culture. The physician has not seen the patient following the explant and has no additional information available.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for evaluation.